Event description:
It was reported by the customer that when using the bd pyxis¿ es server all devices were not communicating with server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the devices were not communicating with server. A technical support specialist dialed into the server and login to pyxis enterprise server (pes) and health sight viewer (hsv). In hsv devices were not communicating, verified all services is running. Daled into one of the stations pacu and there was disconnected mode icon and got unable to authenticate error. Restarted all the service from the server and station but issue still persists. After confirming services and connectivity, it was discovered that the issue stemmed from dns misconfiguration¿google dns was being used instead of the required internal domain name system (dns). The engineer collaborated with product support engineer (pse) support, updated the dns settings on all stations except or7 due to timeout issues, and verified restored communication. Dialed into the server and verified all station communicating. The customer confirmed all machines were back online. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.